Event description:
The exoseal plug migrated to the lower leg and was removed with a snare following an interventional procedure. At the time of the exoseal use, the angle of access was between 30 and 45 degrees and femoral artery suitability was verified on angiography. The vessel diameter was not greater than or equal to 5mm in diameter, and the arteriotomy as not in or near an area or calcified plaque or near a stented segment. There had been no resistance/friction as the exoseal was advanced through the sheath. The sheath locked properly against the cowling and an audible "click" was heard, with adequate bleed-back signal observed. Proper indication was observed in the indicator wind. The plug deployment button was fully depressed and the plug deployed. There was slight bleeding at the insertion site, but after three minutes of compression, hemostasis was successfully achieved. The device showed no visible signs of damage. The patient returned to the lab after several hours because of lower leg pain and the leg had begun to turn pale. Angiography was performed, and the exoseal plug was observed to be just below the knee. The plug was removed with a snare and the patient's condition improved.

Manufacturer narrative:
The device lot number could not be provided. Complaint conclusion: several hours after use of an exoseal device for vascular closure, the patient experienced lower leg pain and the leg had begun to turn pale. Angiography was performed, and the exoseal plug was observed to be just below the knee. The plug was removed with a snare and the patient's condition improved. At the time of the exoseal use, the angle of access was between 30 and 45 degrees and femoral artery suitability was verified on angiography. The vessel diameter was not greater than or equal to 5 mm in diameter. The safety and effectiveness of the exoseal vcd has not been established in patients with arteriotomies in vessels with diameters < 5 mm. The arteriotomy was not in or near an area or calcified plaque or near a stented segment. There had been no resistance/friction as the exoseal was advanced through the sheath. The sheath locked properly against the cowling and an audible "click" was heard, with adequate bleed-back signal observed. Proper indication was observed in the indicator wind. The plug deployment button was fully depressed and the plug deployed. There was slight bleeding at the insertion site, but after three minutes of compression, hemostasis was successfully achieved. The device showed no visible signs of damage. The patient returned to the lab after several hours because of lower leg pain and the leg had begun to turn pale. Angiography was performed, and the exoseal plug was observed to be just below the knee. The plug was removed with a snare and the patient's condition improved. The product was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. Vascular injury requiring repair is listed as serious potential risk associated with femoral artery closure procedures. While there do not appear to be any overt procedural device related factors that can be attributed to the reported event, the safety and effectiveness of the device has not been established in patients with arteriotomies in vessels with diameters < 5 mm. Based on the limited information provided and without the product available for analysis, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.